Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. The sample was visually inspected and the cassette and the stay safe connector were found to be acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation, the sample was not confirmed for the alleged failure stated in the complaint. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe connector closest to the cycler during their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated the inside of the cassette door was dry. Upon follow up, the patient confirmed the reported event occurred during drain 0 and treatment was stopped during fill 1. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, (type, dose, route, duration unknown). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Cultures were taken and came back as negative for peritonitis. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.